Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered in a basal rate setting of 8 instead of 0.8 units, and experienced a low blood glucose (bg) level of 42 mg/dl. Juice was consumed to treat the low bg level.